Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset. D10: 0100214154 durom us acet cmpnt 54/48 n, lot number is 2418286. 0100181480 metasulâ® ldhâ®, head, 48, code n, taper 18/20, lot number is 2423608. 01.000185.147 ldh head adapter, lot number is 2345878. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a right hip revision procedure approximately 13 years and 5 months post implantation due to pain, metallosis and elevated metal ion levels. During the revision, an active articulation system replaced the metal head, and the shell and stem remained. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: d4: catalog number.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: d4: expiration date. H6: proposed component code: mechanical (g04)-stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision occurred later due to pain, metallosis, and elevated metal ions with difficulties in daily living. There was concern of cup loosening, however the cup was found to be stable. The head and head adapter were explanted and replaced. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 13 years and 5 months post implantation due to pain, metallosis, elevated metal ion levels, and difficulties with daily living. The patient also developed severe cystic lesions above the cup. During the revision, the shell and stem were found to be stable and well-fixed and were left intact. A new active articulation head and liner were placed. Bone matrix was applied to a drill hole made within the acetabulum. The revision was completed without complications or further significant findings. There is no additional information available at the time of this report.